Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer experienced an elevated blood glucose (bg) that was "high" (specific value was not provided). Customer gave a correction bolus to address the high bg. Reportedly, a supply change was performed to address the issue and resumed insulin delivery.